Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that a heart transplant was successfully performed on (B)(6) 2018. Reportedly, the driveline stiffness was not related to the patient¿s outcome and the device performed as expected; the transplant was not device or therapy related. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the percutaneous lead (driveline) was confirmed through the submitted photos; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Photos of the distal end of the driveline and the area with the reported stiffness were submitted. The photos revealed small bends and curves in the patient's driveline. The heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, during a dressing change, a moderate stiffness of the driveline between the exit site and the modular connector was observed. There was no reported impact to pump function or to the patient. No additional information was provided.